Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0z09vv01, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was in the hospital two weeks prior to (B)(6) 2016 for gastrointestinal problems and they ended up doing an MRI. It was the week after her surgery and she was in the hospital from tuesday to saturday. At first the healthcare provider was told they couldn¿t do the MRI and then they said it wouldn¿t affect anything because they were doing the upper abdomen. During the MRI, the patient felt burning, and it was burning where the incision was. When she got back to her room, a little place on the incision had opened up and they had to put steri-strips on the incision to close it back up. One lead was ¿fried¿ from the MRI. An x-ray was done to confirm this. She could only stay at 0.5 volts and couldn¿t handle 0.8 volts because it hurt too bad when the doctor had her do it. She wasn¿t sure if the fried lead was causing it to not work, but she wasn¿t able to turn it up as high as she had been able to. The patient had to use depends again as it wasn¿t working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.